Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of recurring close door message once door is closed and latched. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "reoccurring close door message once door is closed and latched, suspect bad door sensor" was reproduced. A review of the event history log revealed ''shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a faulty lower latch switch. The lower auxiliary required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.